Manufacturer narrative:
Initial.

Event description:
It was reported that the user observed a blood glucose of 220 mg/dl while using the pump in bg run mode without a sensor, administered a manual subcutaneous dose of fast-acting insulin by pen, and disconnected the pump for two hours per guidance, with the plan to reconnect and resume dosing based on fingerstick entries. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding any specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established.